Manufacturer narrative:
The report of a tcmid:01 (pump failed) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective I/o pca due to wear and tear. The thermogard console was received with damaged while rollers and cold well cap; loose casters, top lid and pump lid; missing drip pan and washer on caster. The console is a reusable device and was manufactured on 28 aug 2014. It has exceeded its expected serviceable life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and are unrelated to the reported complaint. Review of the event log retrieved from console revealed tcmid:01 error message. Evaluation of the console revealed a tcmid:01 error message during functional testing. The cause of the error message was attributed to a defective I/o pca. Upon customer approval, the I/o pca will be replaced along with the cold well cap, white rollers, drip pan and washer on caster. The console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed a tcmid:01 (pump failed) error message. The reporter was unable to specify if the issue occurred during shift check or patient use. No known impact or patient consequence was reported.